Event description:
Literature: hayek sm, jasper jf, deer tr & narouze sn. Occipital neurostimulation-induced muscle spasms: implications for lead placement. Pain physician. 2009; 12(5): 867-876. Summary: this article presents the case report of five pts from four different centers who experienced ons-related neck muscle spasms and were managed successfully by revision of the leads from c1/c1-2 to a level just above the nuchal ridge. Reportable event: ten days post-implant, the pt complained of posterior neck muscle spasm that occurred whenever the stimulation was turned on. Multiple programming parameters were manipulated with inadequate improvement including various trials of pulse width, rate, contact polarity, and amplitude. Revision was performed. Both leads were explanted and replaced. Three months after revision, the pt reported moderate relief and better coverage than he had experienced with either the trial or the initial leads.